Manufacturer narrative:
Analysis found that the outer insulation was abraded as a result of friction with another implanted device and is not related to the noise observed in the field.

Event description:
The lay user/patient contacted lifescan alleging the meter¿s down arrow button is broken/cracked. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun

Event description:
It was reported that noise was observed after device delivered inappropriate therapy. It was noted that the patient has an old inactive lead, and both inactive and active leads were making contact. Hence, the active lead was explanted and replaced with no consequences to the patient.